Manufacturer narrative:
An investigation was completed: it was reported that during an affirm upright procedure on (B)(6) 2025, the user experienced targeting issues. It is reported that while performing the biopsy, the area is targeted correctly; however, when the needle is advanced, the needle is not where it should be. A remote applications investigation session was completed with the user to review the case. It is reported that three attempts were made to obtain calcifications. The applications investigation indicates that in the first attempt it appeared that the patient moved, and the lidocaine pushed the lesion, in the 2nd and 3rd attempts, it appeared that the lidocaine pushed the lesion. It is reported that the user was able to get calcifications in the last attempt but had to make 3 skin incisions. It was further reported that compression was held, but the patient started bleeding after doing post imaging, so pressure was held again, the bleeding stopped, and the patient was released to go home. No parts were returned; therefore, investigation will be limited to complaint review and complaint trawl the complaint was reviewed, and the following information was provided. ¿it is reported that during the applications investigation, no equipment issues were noted; however, the user requested to have the system examined by a field service engineer (fse). The fse examined the system and found that qas passes but redid all biopsy calibrations. Additionally, the fse checked compression force and thickness as well as paddle height, offset. The fse verified that the system was able to hit a simulated target successfully and confirmed that the system meets all manufacturers¿ specifications. No further information is currently available.¿ no further complaints have been reported since. Since no logs/parts were provided root cause cannot be determined. Probable cause based on the fse and applications investigation indicates use error. Conclusion: in conclusion, while the complaint is confirmed for the reported incident, no probable cause related to the system could be identified. Applications review of the case indicated that no issues with the equipment were noted and the fse confirmed this during his review of the system. A CAPA is not needed at this time as there is no evidence of non-conforming product or missing mitigation related to this complaint. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: as the probable cause was use error, review of the DHR is not warranted. System product code: stlc-00004. Serial number: (B)(6). System manufacture date: 10/22/2014. System installation date: (B)(6) 2014. Unique device identified (UDI): (B)(4).

Event description:
It was reported that during an affirm upright procedure on (B)(6) 2025, the user experienced targeting issues. It is reported that while performing the biopsy, the area is targeted correctly; however, when the needle is advanced, the needle is not where it should be. A remote applications investigation session was completed with the user to review the case. It is reported that three attempts were made to obtain calcifications. The applications investigation indicates that in the first attempt it appeared that the patient moved, and the lidocaine pushed the lesion; in the 2nd and 3rd attempts, it appeared that the lidocaine pushed the lesion. It is reported that the user was able to get calcifications in the last attempt but had to make 3 skin incisions. It was further reported that compression was held, but the patient started bleeding after doing post imaging, so pressure was held again, the bleeding stopped, and the patient was released to go home. It is reported that during the applications investigation, no equipment issues were noted; however, the user requested to have the system examined by a field service engineer (fse). A fse examined the system and found that qas passes but redid all biopsy calibrations. Additionally, the fse checked compression force and thickness as well as paddle height, offset. The fse verified that the system was able to hit a simulated target successfully and confirmed that the system meets all manufacturer¿s specifications. No further information is currently available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.